Event description:
Customer states that over a month ago she had the following back to back values on her advantage system: "hi" (result greater than 600 mg/dl), 89 mg/dl, and 289 mg/dl. No action or inaction was taken based on the readings. No adverse events. Requested return of suspect device and replacement was sent.